Event description:
It was reported that a mitraclip procedure was performed to treat function mitral regurgitation (mr) grade 4. A xt (lot: 40219a1067) was chosen for implantation. Imaging quality was good. The clip was first placed mid a2/p2. During first establishment of final arm angle (efaa) was performed. The clip relaxed open 5-10 degrees. To further optimize mr reduction, it was decided to regrasp more medial a2/p2. From there, the physician proceeded to the second efaa. During this efaa, the clip once again relaxed open 5-10 degrees. The clip was closed down again and deployment proceeded. After release of the clip from the delivery catheter, the clip relaxed open again 5-10 degrees. The clip remained stable and mr did not increase due to the opening. A second xt mitraclip was implanted lateral to first clip to further reduced residual mr. The procedure ended with mr reduced to trace. Due to the patient's dilated atrium, the leaflets were horizontal resulting in tension on the clip that may have resulted in the relaxation according to the physician.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 - 2017: failure to follow steps / instructions.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa and clip open while locked were unable to be determined. The reported improper or incorrect procedure or method was associated with the user continuing to use the device after the clip had failed efaa. There is no indication of a product quality issue with respect to manufacture, design, or labeling.